Event description:
It was reported that a person using the ilet experienced hyperglycemia with fingerstick-confirmed blood glucose values up to 330 mg/dl and accompanying nausea, with glucose rising during physical activity and later trending down while the device¿s basal and correction features were active. Symptoms included nausea associated with high glucose. Outcomes included no injury and no hospitalization. Investigation included user troubleshooting and education regarding hyperglycemia management and system function. Investigation of this case revealed no device malfunction and no device component failure, with glucose subsequently decreasing under the ilet algorithm, and the specific cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.